Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched alarm, which was confirmed and reproduced. The alarms were found when attempting to run a loaded set caused by a loose link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.